Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited intermittent capture. Programming changes was performed; however, the rv lead was subsequently capped and replaced on (B)(6) 2026. The patient was in stable condition.